Manufacturer narrative:
The insulin pump passed the displacement, operating currents, self test, and off no power tests. No failed battery or battery out limit alarms were noted. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at a display window corner, minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a failed battery test alarm on the insulin pump. Customer's blood glucose level was 134 mg/dl. Customer stated that the buttons were unresponsive. Customer was advised that batteries vary in reliability and our testing indicates that energizer aaa alkaline batteries are most effective for pump use. Customer was using a pk cell battery. Customer removed battery and re-inserted it into the pump. Customer then received a button error alarm and a battery out limit alarm. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.